Manufacturer narrative:
H3: because the complaint originated as an amazon review, information is very limited. Amazon will not provide their customer¿s contact information. There is no lot information available and the specifics of use of the device (what type or size of tube/device was being secured, was the product applied per the IFU etc.), are unknown. Without additional information, the complaint cannot be confirmed, nor can root cause be positively determined. Although the customer reported their bandage got wet during use of the product, there were no adverse events reported. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device; however a change control was created to include a copy of the quick start guide in packaging to improve customer experience and reduce similar complaints. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Based on historical complaint data, possible root cause is related to new users and device training. As this device is likely being used by end users in a home setting, they may not be following the instructions for use and proper application protocol. Therefore, no further corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented, and acted upon as warranted. Manufacturer reference file3: (B)(4).

Event description:
Amazon review: would have given it zero stars, but that's not an option. Worthless. Adhesive gives up during a short shower. Let's your bandage get wet. Do not buy!